Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of infection (unknown onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: infection (unknown onset). Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Healthcare professional reported unspecified side "infection (unknown onset), not serious", "redness presented, antibiotic agent was provided", and "fever". Breast cancer was reported as the primary disease but is not considered device related. After explant of device, patient condition improved and patient was implanted with a new device. The device has been explanted.